Event description:
Fixing became loose on lcs completion finishing block during surgery and the small pieces may have been lost in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.